Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.